Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that he went to the emergency room two days ago due to high blood glucose levels. The customer was having problems getting the bolus wizard to suggest insulin for his high blood glucose levels. Explained to the customer how the bolus wizard takes active insulin into account. The customer understood. Troubleshooting was performed, and the insulin pump was programmed correctly. No damage to the drive support cap noted. The insulin pump passed the prime and high pressure tests. Nothing further was reported.